Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the ongoing use of this inflatable penile prosthesis (ipp) the patient experienced erosion in the pump area and infection in the penis. A surgical procedure was performed, wherein the existing ipp was explanted and the affected zone was irrigated, a new tactra malleable penile prosthesis was implanted. The patient was treated with antibiotics and was reported as expected to fully recover.